Event description:
This is the second report of three involving the same product a 910120a, a lumbar drainage set (lds), but a different pt from the same facility. The drain also came apart on the second pt at the site where the luer lock connects to the drain, while the pt was on the bed pan. The failure was at the junction of the soft catheter line as it entered the threaded attachment allowing the line to be connected to a valve junction. There was no injury to the pt. The staff "taped" it trying to hold it together. The drain was replaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.